Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : unknown ¿ device expiration date : unknown. Lot # : 6333524 ¿ device expiration date : unknown. Initial reporter phone# : unknown. Initial reporter zip code : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of risk management indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed. CAPA/sa -based on the investigation, no additional investigation and no CAPA/sa are required at this time. DHR review - unable to perform complaint lot history check for label information missing (expiration date) due to unknown lot number. A review of the device history record was completed for batch# 6333524. All inspections were performed per the applicable operations qc specifications.

Event description:
It was reported that 2 bd syringe 1.0ml 31ga 6mm needles had label issues. The following information was provided by the initial reporter :   it was reported by the pharmacist the expiration date was missing from the box.